Manufacturer narrative:
During the quality investigation, testing the device overheated; further investigation revealed corrosion within the motor bearing and other component parts. These parts were replaced and the device was repaired.

Event description:
A stryker micro reciprocating saw was sent in for repairs because it stopped working and was smoking during a procedure. The procedure was successfully completed with another device. No adverse consequence was associated with the event.